Event description:
It was reported that the tip of the instrument was damaged. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the DHR for this lot has been requested. Investigations have shown that one tip of the forceps is indeed broken and snapped off. Unfortunately we are not able to determine the exact cause which has lead to this breakage. We do suppose though that simply too much applied mechanical force well beyond its calculated design or possible misalignment during the locking of the transconnector may have caused this damage. The broken surface itself is homogenous which indicates material conformity as well. No product fault could be detected.

Event description:
It was reported that the product was used for the fixation of a posterior cervical vertebrae. After installing the transverse, when the clip part was fastened the tip of the pliers was damaged. The fastening was completed without any problem. However, the fragment fell into the surgical area and was extracted with suction. The defect of the instrument was noticed by the surgeon. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.